Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 23:44:33. During night drain cycle five, the patient's ultrafiltration reading was 2667ml, indicating the home patient (hp) drained 2367ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the event history logs. The cause was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an iipv situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.